Event description:
On (B)(6) 2008, I underwent a right hip revision. I received a depuy hip system consisting of a depuy pinnacle metal insert 36mm x 52mm, and a depuy m-spec metal on metal femoral head 45mm +8, 14/16 taper. Soon after this surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I have experienced severe pain and discomfort and inflammation in my right thigh and hip. I also feel extreme discomfort while walking. I am unable to walk or sit for long periods of time, and I require a walker to walk. I also have been battling headaches since my implant surgery. Dates of use: (B)(6) 2008 - present. Diagnosis or reason for use: degenerative joint disease.